Event description:
It was reported that a patient applied a new freestyle libre 3 plus sensor for use with the ilet system, after which the ilet prompted the user to connect a cgm or enter a blood glucose value. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem in which the sensor had been started on another device, consistent with an improper or incorrect procedure; no specific component issue applied. It was concluded, based on previously established findings for similar reports, that the cause was traced to unintended use error.